Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a sleeve gastrectomy procedure that midway through the first four firings using seam guard with the gst60g and gst60t that there were small sections where there are three or four staples were missing. Clips were used to control the bleeding in these areas. The procedure was completed with a fifth firing using a gst60g. There were no adverse consequences for the patient.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: r58548. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with four cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Three photos were provided; the three pictures show a qr monitor, tissue with buttressing material can be seen with staples present. (B)(4) show that there appears to be a staples missing from the staple line. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined.